Manufacturer narrative:
Returned product consisted of the guidezilla ii 6f guide extension catheter. The device was visually and microscopically examined. There was blood present in the shaft of the device. There was partial collar and shaft detachment. Distal to the collar, the shaft was kinked. At 8.8cm-12.5cm from the collar, the shaft was flattened. Within the flattened shaft segment, the shaft was kinked at 8.8cm, 10.3cm, and 12cm.

Event description:
Reportable based on device analysis completed on 15mar2022. It was reported crossing difficulties were encountered. The target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. After a 7f guide catheter and a guidewire were placed, an attempt was made to pre-dilate the lesion using 2.00x 0mm and 1.50x10mm non-boston scientific balloons, but both failed to cross the lesion. A guidezilla ii guide extension catheter was then advanced but due to an acute bend in the vessel, the guidezilla was also unable to cross the lesion so the case was abandoned. However, device analysis revealed a partial collar and shaft detachment.